Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisories. Recall: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had been tazed multiple times several years ago and since then her ipg was unable to communicate with the external devices. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy was resumed.